Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with chronic atrial flutter and advanced heart failure device exhibited high frequency right atrial (ra) lead noise. This patient has a concomitant barostim device which cause multiple signal artifact monitor (sam) events. The minute ventilation (mv) sensor switched and disabled due to the sam events. The clinic has reprogrammed the rate response multiple times, and this patient was unhappy with how they were feeling with over and under response. The ra pace impedance measurements were all within range during these events. Ts discussed hall walking patient with mv off and optimizing accelerometer. This device remains in service. No adverse patient effects were reported.